Event description:
Customer reported being hospitalized due to dehydration, ketones and vomiting. Troubleshooting was performed and insulin pump appeared to function normally. Customer is pinching up skin while using serter.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.